Event description:
It was reported that while using the smartstitch pp connector the locking jaw portion of grasper broke off in patient. No patient injury was reported.

Manufacturer narrative:
This is a duplicate MDR of 3006524618-2017-00327. Please disregard this MDR as it is a duplicate reporting of a received complaint.